Manufacturer narrative:
The device was not returned for evaluation. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. As a lot number was not provided, a DHR (device history record) review could not be performed. Based on all the available information, a root cause could not be determined.

Event description:
An online article reported a series of case studies to assess the safety of scleral fixation using the akreos ao60 intraocular lens (iol) and gore-tex suture. The patient underwent a scleral fixation of the iol with gore-tex. Retinal detachment (rd) occurred in one eye (the patient had a rd about 10 years prior), which was observed 20 days after placement of the secondary iol. The recurrent rd was repaired with a pneumatic retinopexy with laser photocoagulation (c3f8+laser). Corneal de-epithelialization was observed after the laser and herpetic keratitis developed a few weeks later. After treatment, the patient developed a central corneal opacity and final bcva was 2.1 logmar. The article reports scleral fixation with an akreos ao60 and gore-tex appears generally safe.